Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Field representative called back and re-interrogated and it was red screen. Boston scientific technical services (ts) discussed that this device needs to be held for three days and re-interrogate. Additional information received indicated that device was interrogated and there was no longer any alert, red or yellow alerts. This device was not in service. No patient involvement. Subsequently, this device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Field representative called back and re-interrogated and it was red screen. Boston scientific technical services (ts) discussed that this device needs to be held for three days and re-interrogate. Additional information received indicated that device was interrogated and there was no longer any alert, red or yellow alerts. This device was not in service. No patient involvement.